Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 341mg/dl in the noon. Customer took insulin and when checked blood glucose value was 538mg/dl, so they took another 15u insulin. Customer¿s blood glucose value at time of incident was 341 mg/dl and current blood glucose value was 175mg/dl. Customer stated they had loss of balance due to high blood glucose value. Insulin pump will not be returned for analysis.